Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. A review of the ipg logs confirmed the device entered the service app state on 16-july-2025. Per event details, the ipg would not communicate with a clinician programmer (event date 22-july-2025). There were no reports of the patient having any procedures prior to no ipg communication. Since the device entered the service app state on 16-july-2025, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. After the ipg was placed in the therapy application state, normal communication was observed and the ipg passed all testing.